Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was over 500mg/dl. Bg was addressed with a correction bolus via pump. During troubleshooting with tandem technical support, it was determined that the pump battery was depleting as expected based on the customer¿s settings/ usage.